Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted and successfully replaced. Premature battery depletion was alleged. There were no reported adverse patient effects.